Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a stenting procedure to treat a lesion in the mildly calcified proximal left anterior descending (lad) artery. Pre-dilatation was performed using a 2.75 x 8 mm trek dilatation catheter. The 2.75 x 8 mm xience xpedition stent delivery system was advanced into the patient anatomy and the stent was deployed at 12 atmospheres. The stent was fully deployed and fully apposed to the vessel wall. After deployment, blood was noted at the hub of the device and a rupture was suspected. The device was removed from the patient anatomy without difficulty and a small pinhole was noted in the balloon of the xience xpedition. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon catheter was returned with blood in the hub and contrast in the inflation lumen, consistent with a rupture while in the patient anatomy. There was a pinhole rupture in the balloon over the distal marker and no visible scratches. While a search of the lot history record indicated no related non-conformance records for this specific lot. An expanded related record review and investigation was conducted and found this issue with the highest probability for contribution to the rupture was handling damage. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.